Event description:
It was reported the patient fell in j(B)(6) 2013 and the implantable neurostimulator (ins) moved. It was noted the patient¿s health care professional did a CT scan and ¿everything was ok.¿

Manufacturer narrative:
Concomitant products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37752, serial# (B)(4), product type recharger. (B)(4).